Event description:
Reportedly, the alizea pacemaker was supposed to be implanted on (B)(6) 2023, but when interrogated before opening of the box it was observed that aida memories were already activated since (B)(6) 2023, so another pacemaker was used instead. The pacemaker had been in stock since (B)(6) 2022 and no recording of an interrogation before (B)(6) 2023 was found in the nearby programmers.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). Analysis of the provided expertise files confirmed the reported behavior, as the memories of the subject pacemaker were indeed already activated on 14 march 2023. In-depth analysis revealed that the observed behavior resulted from a manual activation of the device memories, on 11 january 2023 at 16:10. As no expertise files from 11 january 2023 were provided, the root-cause of this activation could not be determined with certainty. Based on available data, no anomaly is suspected on the subject pacemaker.